Event description:
Paralysis, hypertension, erythema of face and neck, hot flashes, chills, migraines, fatigue, palpitations, nausea. Batch 5110 of webcol alcohol prep pads was contaminated and that may be why I'm having these side effects.